Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at 725mcg/ml via an implantable infusion pump for spinal cord injury. It was reported that the patient never had the spasticity under control since the pump was implanted on (B)(6) 2016. The dose had been titrated up to the current rate of infusion flex dosing at 725mcg/day. On (B)(6) 2017 a 50mcg single bolus was programmed at the clinic with no clear response. A dye study and rotor study were unremarkable. On (B)(6) 2017 a myelogram was done with was also unremarkable. The expected volumes and actual volumes matched up to what they should've been. The patient was sent to a neurosurgeon who cut the catheter at the spinal site and noted no retrograde cerebrospinal fluid was obtained. There was suspicion of a granuloma at the tip of the catheter so the catheter was sent to pathology. A new catheter was implanted. The patient was started on a dose of 200mcg/day simple continuous infusion after priming for newly implanted catheter length only. At the time of the event the patient was also taking diazepam, ambien, naproxen, neurontin, methadone, and amitriptyline. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.